Event description:
The user facility reported the cutter was not cutting, yet was still aspirating, during the procedure. There was no effect on the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Visual inspection found the needle is bent. The port window is in the opened position. There are dried solutions visible around the port and on the outer needle shaft. There is solution visible in the aspiration line. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
Corrections: b1: malfunction. D4: (B)(4). H4: september 17 2025. H6: health effect clinical code 4582.